Event description:
Event ocurred in pt's home. Mom states can see high pressue alarm flash visually on led however no audible alarm heard (with no breath delay). Accessories: humidifier. Power source: ac.